Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A customer reported that the capsule broke at an unknown point during an intraocular lens (iol) implant procedure. It was reported that the lens was not used. There were no details provided on whether or not the capsule broke prior to the lens being introduced. Additional information has been requested.